Manufacturer narrative:
On 21 december 2016 ,the patient match department provided a planning review for this case and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. No errors have been found in any step. Batch review performed on 29 december 2016. Lot 161370: (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2021-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 03 january 2017, the medical affairs director performed a clinical evaluation and commented as follows: according to report, the surgeon decided to change the tibial insert, originally upsized, because the patient was complaining of pain in a cemented tka on a (B)(6) woman. A concomitant surgery was performed (mcl grafting). The origin of the pain was not specified. There is no indication as to the new insert chosen; it is conceivable that a thinner insert was implanted in order to reduce tightness and hopefully decrease pain. There is no reason to suspect that the problem was caused by a faulty device.

Event description:
The patient came in complaining of pain. The surgeon performed an open mcl (medial collateral ligament) graft procedure and up-sized the poly for stability. The surgery was completed successfully. X-rays are available, explants are not available.